Manufacturer narrative:
A pathological examination of the excised seroma capsule was performed at the hospital. Based on the findings in the pathology report, there was no evidence of the gore® bio-a® tissue reinforcement material in the seroma capsule. Per the instructions for use, ¿the implanted gore® bio-a® tissue reinforcement is a porous fibrous structure composed solely of synthetic bioabsorbable poly(glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿

Event description:
Following removal of an infected mesh, a gore bioa tissue reinforcement was implanted in an on-lay fashion over an incisional abdominal hernia. Post-operatively a seroma developed, which was drained on multiple occasions. Approximately 6 months postoperatively, the patient presented with a fever of 103 degrees. The seroma which had become encapsulated was aspirated and cultured; cultures revealed presence of (B)(6). The patient returned to surgery for excision of the seroma capsule. The excised seroma capsule contained yellowish serous fluid and an area of white, fatty-like tissue. The physician believes this area to contain the gore bioa tissue reinforcement material.

Manufacturer narrative:
The review of the manufacturing and sterilization records verified that this lot met all pre-release specifications.